Event description:
The customer reported on (B)(6) 2013 her blood glucose reached 17.5 mmol/l (315 mg/dl) less than an hour after the pod was activated. Upon removal she noticed the needle never inserted the cannula into the infusion site. She was able to activate a new pod successfully.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.